Event description:
It was reported that, "the patient presented with pain. The surgeon washed out the area and swapped out the poly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.